Event description:
It was reported that 86 devices need the display board replaced due to dim segments.

Manufacturer narrative:
"H3: device evaluated by mfg" field is updated. H3 other text : no product returned.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. The device is used for treatment purposes. Device has been serviced.

Event description:
It was reported that 86 devices need the display board replaced due to dim segments.